Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy : hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for allergy, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case became incident. Injury nos was replaced with new events- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, hypersensitivity, breakage, weight gain were added. Updated outcome of events pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, weight gain were updated to recovered/resolved. Reporter and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 12548934-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy : hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for allergy, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. The lot number reported (12548934) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid). On 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 12548934-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy : hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for allergy, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. The lot number reported (12548934) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: update of information (batch is not valid). On 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("allergy : hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and hypersensitivity outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia and weight increased had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she received treatment for allergy, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.